Manufacturer narrative:
The field service engineer could not determine a cause. The analyzer was inspected. The probe alignment, mixing, vacuum, and gear pump pressure were checked. The alarm trace was checked and there were no sampling related alarms during the time the sample was processed. Quality controls were within range. Proper analyzer function was observed during control and precision study runs and there were no issues with these results. Values from patient samples repeated both before and after the event matched. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of a reagent or instrument issue. The sample centrifugation time was too short. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample was repeated on a second analyzer. The sample initially resulted with an na value of 125.0 mmol/l, which repeated as 136.4 mmol/l. The sample initially resulted with a cl value of 90 mmol/l, which repeated as 100 mmol/l. The na electrode lot number was y57, with an expiration date os 15-dec-2020. The cl electrode lot number was q25. The electrode expiration date was requested, but not provided.